Manufacturer narrative:
Correction: h6 investigation conclusions should have been 4315 - cause not established in the previous report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference numbers: 1627487-2021-15484, 1627487-2021-15485, 1627487-2021-15487. It was reported that high impedances were measured at the patient's lead contacts. As a result, surgery occurred in which the lead was explanted and replaced, which resolved the issue. It is not known which lead was involved, so all applicable leads are being reported.